Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received e-error code messages. The customer¿s blood glucose level was unknown. Customer also stated that back light did not always work and hard to read screen. Customer stated that battery cap was worn down and insulin pump rewinds slower. Customer stated that insulin pump did not always get low battery or low reservoir warnings. The insulin pump will not be return for analysis.